Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. During the evaluation, wear was noted on the portion of the device that secures the suture. The root cause of the event is mostly likely normal wear that has occurred over time.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - unknown . Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date. During the procedure, the suture passer would not hold the suture in order to pass it. The procedure was completed with another device. There was a delay of five minutes.